Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an hour glass popped up on the programmer while using the analyzer, and there was a delay of twenty-to-thirty seconds; it was noted that it happened again when trying to decrease the voltage. It was also reported that threshold testing was kicked out after four pacing impulses, with the programmer saying there was noise and telemetry interference, even with four green telemetry bars. Furthermore, the programmer screen took sixty seconds to populate "get" features. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the programmer experienced delayed performance, and that it was unable to complete threshold testing; the programmer passed all incoming tests. It was noted that there was a bent tab on the power cord bay door, and it was replaced. The hard drive was reconfigured, and the software was reloaded as a preventive measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.